Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a dissection occurred while the physician was using a steerable quadripolar catheter during coronary sinus cannulation. It was noted that the venous dissection was mild. The physician monitored the patient blood pressure, and the procedure was continued. No further patient complications have been reported as a result of this event.